Manufacturer narrative:
Upon receipt, the lead was found cut some 71 cm proximal to the lead tip. Only the distal fragment was returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The inspection of the lead fragment revealed a damaged insulation approx. 44 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed and the outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.